Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a catheter placement procedure, when the doctor punctured the introducer needle into the vein, air was allegedly aspirated. It was further reported that the hub of the introducer needle was allegedly cracked. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a catheter placement procedure, when the doctor punctured the introducer needle into the vein, air was allegedly aspirated. It was further reported that the hub of the introducer needle was allegedly cracked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2026), g3. H11: d4 (medical device lot), h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, when the doctor punctured the introducer needle into the vein, air was allegedly aspirated. It was further reported that the hub of the introducer needle was allegedly cracked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard d/l catheter kit was returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. The investigation is confirmed for the reported air in device and fracture issues, as multiple cracks were observed on the proximal needle hub. Upon infusion, a leak was observed from the needle hub. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 01/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.